Manufacturer narrative:
The electronic log file and the replaced power supply were available for investigation. The power supply was subject to a functional test and performed as specified without any failure found. Based on the information stored in the log file the reported event could be reproduced. The observed gas mixer and ventilator failure was the result of a disturbed/ interrupted internal communication. The log entries also indicated that the battery pack had been completely discharged and was obviously worn. If so, the device will immediately shut down once mains supply fails. According to the log this also happened on the date of event. The exact root cause for the communication issue could no be determined. However, it was concluded that the worn battery in combination with unstable mains supply has caused the disturbance/ interruption of the device internal communication and finally led to the observed gas mixer and ventilator failure. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.